Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during the dwell phase of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated the device would alarm and the display would only show ¿dwell¿. It is unknown how the patient would complete therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2046 was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Power on self-test and one hour therapy were successfully performed. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.